Event description:
A 25mm amplatzer cribriform occluder (aco) was deployed and released. After two minutes, the aco embolized in to left atrium, left ventricle and ascending aorta and came to rest in the descending aorta. A 30mm snare was used with a 12f amplatzer torqvue 45 exchange system to snare the aco. The patient is in stable condition.

Manufacturer narrative:
The 25mm amplatzer cirbriform occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.